Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet audio alert was not adequately audible, with the user experiencing multiple low glucose episodes and perceiving only a single beep during lows, including a documented sensor glucose of 53 mg/dl for approximately 10 minutes while using a freestyle libre 3 plus sensor and without blood glucose meter confirmation. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention or assistance. Investigation included review of device data, user education, and troubleshooting on alerts and shutdown procedures, and replacement of the ilet with instructions for return of the original device. Investigation of the returned device was unable to reveal an audio alarm performance concern consistent with an alert not providing adequate audibility during low and urgent low conditions.